Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The surgeon successfully put the middle tube and catheter in place, and delivered the stent to the predetermined point to prepare for opening. In the first attempt, it was found that the tip of the stent could not be opened. After multiple attempts (pushing, pulling, and retrieving), it still did not open. After being withdrawn from the body, the stent opened normally but could not be pushed into the new stent catheter normally. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: the pipeline flex was returned stuck inside the microport fastrack 27 catheter. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found to be open and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were found to be flattened. The catheter body appeared to be flattened for a length of 7.0cm from the distal tip. No other anomalies were observed. The pipeline flex could not be pushed forward or removed. The catheter was cut to remove the pipeline flex. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. The fastrack 27 catheter was found compatible with the pipeline flex as it has an inner diameter (ID) of 0.027". Based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was found open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" was confirmed, as the pipeline flex was returned stuck inside the fastrack 27 catheter. Both the pipeline flex and the catheter were found to be damaged. The observed damage to the catheter (flattening), braid (fraying), and hypotube (stretching) indicates that a high force was likely applied. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. However, the root cause of the resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush. However, the customer indicated that the vessel tortuosity was moderate, and a continuous flush with heparinized saline was used, which rules out these factors as potential causes. The cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the stent could not be retrieved. There was poor opening at the tip end of the stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the patient was being treated for an intracranial c6 segment lateral wall aneurysm. Vessel tortuosity was moderate. Patient was recovering "good" from the procedure. The patient experienced no symptoms related to the event. The procedure was completed by deploying the blood flow guiding dense mesh stent. Resistance occurred in the tip of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed. The tip of the pipeline did not open. When the stent failed to open, the tip end of the stent was located at the m1 horizontal section. The physician had attempted to push, pull and retrieve to deploy the stent.

Manufacturer narrative:
H3 product analysis updated: ¿ as found condition: the pipeline flex was returned stuck inside the microport fastrack 27 catheter, within a biohazard bag and a shipping box. The marksman catheter was not returned. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found to be open and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were found to be flattened. The catheter body appeared to be flattened for a length of 7.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex could not be pushed forward or removed. The catheter was cut to remove the pipeline flex. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was found open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate and that the braid was not positioned in a vessel bend, which rules out those two potential causes. It is possible that the damaged braid contributed to the failure to open. Damage to the braid can occur due to resheathing more than 2 times, over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery" could not be confirmed, as the pipeline flex was returned stuck inside another catheter (fastrack 27) rather than the marksman catheter. Both the pipeline flex and the fastrack 27 catheter were found to be damaged. The observed damage included flattening of the catheter, fraying of the braid, and stretching of the hypotube, indicating that a significant force was likely applied. This damage may have occurred when the customer attempted to advance or withdraw the pipeline flex through the catheter, encountering resistance. Possible causes for the resistance include device compatibility, vessel tortuosity, and a lack of continuous flush. However, both the fastrack 27 and marksman catheters were determined to be compatible with the pipeline flex device, as they have inner diameters of 0.027 inches. Additionally, the customer reported that the vessel tortuosity was moderate, and a continuous flush with heparinized saline was used, ruling out these factors as potential causes. The cause of the resistance could not be determined. Since the marksman catheter was not returned, its contribution to the resistance could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.